Event description:
On 11/17/95 an ipp device was implanted. On 10/23/96 pt reported; info given indicated the device would lengthen his penis, "not only is the penis unable to lengthen, but as a result of the surgery, I lost considerable length in the penis making it impossible to achieve penetration adequate for intercourse." Add'l lot/ser no: bm306 004.